Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no. Mfg date: 23-jan-2018, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial or lot#: (B)(4). UDI #: (B)(4).: no. Mfg date: 04-aug-2018. Device available for evaluation: no. Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 21-apr-2018. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date:31-mar-2016. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the controller and the batteries. In addition, it was reported that there were 48 power disconnect alarms seen on log files, and one of the batteries exhibited a critical battery alarm when the battery capacity was 97 percent. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that log file review indicated five batteries had a communication error.

Manufacturer narrative:
Correction: b5 additional products: d4: serial or lot#:(B)(4) d10: yes, return date: 24-jun-2019 h3: dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial or lot#: (B)(4). D10: yes, return date: 24-jun-2019 h3: dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial or lot#: (B)(4). D10: yes, return date: 24-jun-2019 h3: dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial or lot#: (b)( d10: yes, return date: 24-jun-2019 h3: dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial or lot#: bat590069 d10: yes, return date: 24-jun-2019 h3: dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial or lot#: bat756554 d10: yes, return date: 24-jun-2019 h3: dev rtn to MFR? Yes h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
F1user facility f2 uf/importer report number 3601800000-2019-8044 f3 user facility name/address (B)(6) clinic (B)(6) f4 contact person: (B)(6) f5 phone number: (B)(6),f6 date user facility became aware of event: unknown f7 type of report: initial f8 date of this report: jul-2019 f9 approximate age of device: 5 months f10 event problem codes: n/a f11 report sent to FDA: unknown f12 location where event occurred: home f13 report sent to manufacturer: yes, aug-2019 f14 manufacturer name and address MFR name: heartware, inc. Addl: (B)(6) : (B)(6) state: (B)(6) zip: (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.